Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not loading clips when you squeeze the handles it does not load. The device just spits the clip out when release. Clips that come out are not closed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Yielded jaw. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and ejected the remaining clips due to the jaw condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.